Manufacturer narrative:
The customer reported that after a patient scan, a ring artifact appeared on scanned images. There was no misrepresentation as a result of the artifact. The philips field service engineer (fse) inspected the system and confirmed the reported issue. The fse determined a crack in the compensator of the a-plane collimator was the cause for the image artifact. The a-plane collimator was replaced and calibrated to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# 2015026

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.